Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) not charging. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the failure reported. The fse then troubleshooted the unit and replaced the cart bulk power supply. The fse then confirmed that the batteries were charging in bay 1 and 2, that the a/c indicator and battery led indicator on cart were illuminated. The fse then stated that the batteries were completely depleted, and allowed unit to charge overnight. Upon the fse's return, it was confirmed that the batteries had fully charged. The unit passed all performance and safety tests according to factory specifications. The unit was then returned to the customer. The failure analysis and testing dept. Received cart bulk power supply, with a reported unit failure of the ac led not illuminated and the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. It was found that the power supply was not charging the batteries or functioning at all. Fat was able to replicate and verify the reported issue. Sent the part to the supplier for failure analysis per procedure. Failure analysis received from the supplier. They stated that the part failed due to a component failure. Retained the part in the failure analysis and testing department per procedure. The most probable root cause is over voltage or over current while plugging in the power supply to the ac outlet.

Event description:
N/a.